Manufacturer narrative:
The couch is provided with a safety bar. Training material provided to, and taught to the personnel in this incident documents how the couch should be serviced. The use of the safety bracket mentioned in the description of the incident is a required step in the couch repair process. This is documented on page 55 of the brilliance CT pt support repair and replacement manual, revision g. The warning is: with the vertical motor removed, the pt support is uncontrolled and free to fall quickly. Ensure the scissors mechanism is secured with the vertical support brace to prevent ball screw movement and the support top from dropping. Failure to comply may result in equipment damage, serious injury or death to service personnel."

Event description:
The site reported to pms that the table on the brilliance CT scanner was not working correctly. The pms serviceman placed the table in the uppermost position but did not move the service safety bar into place. The serviceman determined that a rubber ring for the encoder was defective and the serviceman planned to glue it. In order to do this repair, the serviceman loosened the gear motor, which made the table fall down since the safety bar was not in place. The serviceman's arm was broken and one of his fingers was injured.